Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. Device was able to pass functional tests, however -cassette not attached properly- error was found in the device ehl (event history log) to have happened. Replaced dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the alarm -cassette not attached- during bench testing. No patient involvement was reported.